Event description:
The affiliate reported that the customer alleged that five employees experienced human reactions from cidex opa. The third of the five employees experienced eye and throat irritations and swelling on the face. The symptoms subsided within a few days with frequent rinsing with water. The employee did not seek any medical attention or require treatment. The hospital technician is in normal health at this time. The customer stated that the reprocessing room in the endoscopy department is very well ventilated. It also has air hoods (chimney-like) and exhaust fans. The reprocessing room in the gynecology or suite is not so spacious and is situated between two operation rooms. There is air conditioning but no vent exhaust. The staff uses personal protective equipment (ppe) such as caps and face masks but no face shields goggles. The customer also stated that since the staff is very busy, ppe may not be worn at all times.

Manufacturer narrative:
Reference: 2084725-2008-00824, 2084725-2008-00815, 2084725-2008-00826, 2084725-2008-00827.